Manufacturer narrative:
Manufacturing location: (B)(4). Manufacturing date: april 16, 2012. No anomalies were detected during device history record review. No non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product investigation was completed: the complaint condition is confirmed as, when functionally tested together, the returned screw could not be locked to the plate due to deformation of the threaded screw head and plate threads. The deformation is consistent with the result of torsional force between two threaded components which has exceeded the yield limit. Giving the unknown circumstances, a root cause cannot be definitively determined. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended and the risk assessment was found to adequately address the complaint condition. Per the technique guide, the plate is part of the 2.7mm/3.5mm variable angle locking compression plate (va-lcp) elbow system. Distal humerus plates in the system are indicated for intra-articular fractures, comminuted supracondylar fractures, osteotomies, mal-unions and non-unions of the distal humerus. The plate was received with visible deformation of the second variable angle locking hole from the distal end of the plate. The screw was received with deformation of the threads on the va locking head. The deformation noted is in the form of flattening of the threads such that, when functionally tested together, the returned screw could not be locked to the plate. The plate also shows extruded edges on the underside of the deformed hole. The balance of each device was found to be functional. Thus, the complaint condition is confirmed, consistent with the reported condition, and can be replicated. A review of the current design drawing and, where known, the manufactured revision for the plate and the screw was performed. The design history of the plate was found to not impact the complaint condition since the only design revision since the date of manufacture concerns the product etching. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient initials are: (B)(6). Patient weight not provided by reporter. Additional product code: hwc not explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records was conducted. The report indicates that the: lot number 7797326 belongs to article 02.117.201, please note, this DHR review is only for article 02.117.201 with lot number 7797326, manufacturing location: (B)(4), manufacturing date: april 16th 2012, no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was implanting a medial plate into the distal humorous, when inserting the first screw into the plate the locking mechanism stripped out and failed. They were not able to use the plates the way intended. There was an hour delay in surgery. They used a longer plate, not what was intended. When using the longer plate, the same hole stripped out (2nd hole coming from distal to proximal). They made the longer plate work and used that for the final fixation. The procedure was successfully completed. Patient status is unknown. This report is 1 of 2 for (B)(4).